Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter, a coaguchek inrange meter, and an unknown laboratory methodology. The coaguchek xs meter had a serial number of (B)(4). The coaguchek inrange meter had a serial number of (B)(4). It was reported the time difference between inr tests was less than one hour. (B)(6). The patient's therapeutic range was requested but not provided. The patient's testing frequency is monthly. The expiration date for test strip lot number 50323415 was requested but not provided. It was unknown if test strip lot number 50323415 was used for all coaguchek xs meter testing, the information was requested but not provided. For coaguchek inrange meter testing, the test strip lot number and expiration date were requested but not provided. This medwatch is for coaguchek inrange test strips. Refer to medwatch with patient identifier (B)(6) for the coaguchek xs test strips.

Manufacturer narrative:
Updated medwatch field: b6 - relevant test/laboratory data